Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 00599001602 - femoral component precoat for cemented use only size f right - 60008018, 00599604012 - lps art surf ef 5-6/grn 12 - 60005002, unknown - unknown patella - unknown , 00596009900 - taper stem plug - 60020838. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920-2023-00131. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00131.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty on an unknown date. Subsequently, the patient was revised approximately 20 years later due to pain, instability, and loosening. During the revision, it was noted that the polyethylene fractured. All components were exchanged without complications. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00599001602 - femoral component precoat for cemented use only size f right - 60008018. Unknown - unknown articular surface - unknown. Unknown - unknown patella - unknown. 00596009900 - taper stem plug - 60020838. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00808, 0001822565-2023-00809, 0001822565-2023-00810.